Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused an autoimmune illness and life threatening breathing problems. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging to have autoimmune illness and life threatening breathing problems,swollen tongue,cough related to a CPAP device's sound abatement foam. The medical intervention that the patient received in response to the event is currently unknown. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section d4 was missed to capture in previous MDR,now it is corrected and updated in this report.

Manufacturer narrative:
The manufacturer previously reported as product problem in previous report. After further review the manufacturer determined as product problem. The following correction has been updated in this report to reflect product problem. Section b1 has been updated to reflect as product problem. Section h1 and h6 has been reflect as product problem. Section h6 health impact code has also been updated to reflect the health problem.